Event description:
A malfunction was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance to reset the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction recurs.